Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq calculates the treatment couch targets as the plan couch angles + systematic couch angle correction + session corrections + field relative couch. The systematic correction is not being applied. Therefore when the systematic couch angle correction does not equal zero, the couch, and likewise the patient, are not in the correct treatment position. The result could be underdose to the target structure and overdose to normal tissue. This error is due to random software failure. No patients were mistreated.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported inconsistent table positions following table rotation capture.